Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: occasional interference patterns in the image, liquid invasion and corrosion inside the adapter cover glass based on the results of the investigation, a root cause could not be identified for the initial malfunction. In regard to the newly identified malfunctions, due to bending and distortion of the cable root, the image presented occasional interference patterns. As for the liquid invasion and corrosion inside the adapter cover glass, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image. The issue was found during set up for use. There were no reports of patient harm.